Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_806 - pfo occluder pas, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 25-18mm amplatzer talisman pfo occluder was chosen for implant using a 9f amplatzer trevisio intravascular delivery system. During procedure, 4600 units of heparin was administered and a significant ectopy with irregularly irregular rhythm was noted at the end of the procedure. The hear beat remail controlled but physician was worried for atrial fibrillation (af). A 5mg of metoprolol was given. The patient was reported stable and discharged but still have af at the time of discharge.

Manufacturer narrative:
An event of atrial fibrillation and ectopy with irregular rhythm at the end of the procedure was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The cause of the reported event could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as medication was administered.there is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
N/a.